Event description:
It was reported that a patient fell due to the bed alarm not alarming. It was further reported, that the patient sustained a hip fracture. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
A stryker sales account manager stated that the bed exit alarm was not set properly on the device, and that there was no problem with the device, and additional training was performed on how to set the bed alarm.

Event description:
It was reported that a patient fell due to the bed alarm not alarming. It was further reported that the patient suffered an intertrochanteric hip fracture. A stryker sales account manager stated that the bed exit alarm was not set properly on the device, and that there was no problem with the device.